Event description:
The information received indicated during the procedure it was impossible to introduce the angioguard into the touhy valve. They noticed then that the tip of the angioguard was kinked and could not be introduced. There was no tip separation. Another embolic protection device was used with the same sheath without problems. The procedure was successfully completed and the patient is in good condition. The following was found during evaluation of the returned product: "the unit was inspected under microscope and it was observed that the coil wire was unraveled at 24mm from the tip."

Manufacturer narrative:
During the procedure it was impossible to introduce the angioguard into the touhy valve as the tip was kinked. There was no tip separation. Another embolic protection device was used with the same sheath without problems. The procedure was successfully completed and there was no reported patient injury. During evaluation of the returned product: "the unit was inspected under microscope and it was observed that the coil wire was unraveled at 24mm from the tip." One non-sterile angioguard rx was received in a plastic bag. The core wire presented a kink at 9mm from tip. Dried blood residues were observed in the deployment sheath. The filter basket was loaded into the deployment sheath and covered with dried blood residues, it was taken out from the deployment sheath but it still did not deployed. The dried blood residues were removed from the struts and marker bands, no anomalies were observed. The unit was inspected under microscope and it was observed that the coil wire was unraveled at 24mm from the tip. Note: lake region lot number 01430831 which is cordis lot number 70111505. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01430831. This packaging lot contained (B)(4) units, which were shipped from lake region medical on (B)(4), 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as: "distal tip- kinked/bent" was confirmed due the received conditions of the device; however, it was not possible to determine the place and time of the damage. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors and/or user handling.